Manufacturer narrative:
Reporting address line 1:(B)(6). Reporter phone #: (B)(6).

Event description:
The customer called technical support (ts) reporting that when the pipeline was connected, air leakage was found. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The medical staff used a non-invasive ventilator to provide ventilation support for the patients. When the pipeline was connected, air leakage was found. The device was swapped out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. It was confirmed that the reason why the pipeline was disconnected, was because it was found to be damaged. Therefore, the equipment was stopped and the ventilator pipeline was replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: no further information has been provided regarding this case. H11: updated the evaluation method, evaluation results, component and conclusion codes based on the previously submitted information.